Event description:
It was reported that a surgical intervention was performed due to a subsided stem. The stem, the oxiniun modular head and the titanium modular head were removed.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the lack of clinical/medical information, the root cause of this patients ¿loosening/subsidence¿ cannot be concluded. The cause may have been as the physician suggested the cancer and chemo therapy. Should any relevant information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.